Event description:
It was reported that optical system is foggy. There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section b5. Result of investigation: during the technical investigation of the returned product, the following was found: the customer's statement that the optical system is foggy can be confirmed. When imaging the optics, a clearly defined blurring can be seen in the lower left edge of the image. During the examination, a chip in a rod lens was detected, which has a negative effect on imaging and influences the image quality. Small impact marks and scratches can be seen in the distal area. Normal signs of wear can be seen on the surface of the optics. Improper handling during clinical use or during clinical reprocessing can cause damage to the rod lens system, which negatively affects imaging, as in this case. At the time of product testing / delivery no deviations were found. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The diagnosed issue is not caused by a production defect. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event happened prior procedure. No negative impact in state of health reported.